Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive sars results for 1 asymptomatic consumer. The spouse of the consumer reported that their husband has tested positive with faint pink test lines on quickvue otc for approximately 22 days (total quantity of tests performed unknown) while testing negative via pcr, binaxnow, and clinitest. The reporter was unable to provide further details and clarification.